Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were seen at an appointment on the (B)(6) 2022. Furthermore, the user did not report sound quality issues on arrival at the appointment but he did report an improvement once the affected channels were disabled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels were seen at an appointment on the (B)(6) 2022. The user did not report sound quality issues upon arrival at the appointment, but he did report an improvement once the affected channels were disabled.